Event description:
A physician was using two gel mark ultra biopsy site markers during breast biopsy with a mammotome biopsy device. He was unable to deploy all the pellets. When he proceeded to remove the applicators from the probe, the tips apparently become caught in the mammotome aperture, resulting in tip shearing when the applicators were removed. There were no pt adverse effects.